Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that customer had a low blood glucose. Blood glucose value was 11.9 mg/dl. It was unknown how the customer treated the low blood glucose. It was unknown whether the pump was used 48 hours prior to the event and whether the auto mode feature was active at the time of the event. Customer also reported that insulin pump switched of during swimming time. Customer inserted new battery but issue persisted. No further patient complications were reported. The pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: horizontal crack in the case running across the battery tube about where the bottom of the battery compartment is located, cracked middle (enter) keypad button. The unit was received without a battery cap. After battery installation, a blank display was noted. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. The case was cut open. After visual inspection, there is severe corrosion all along the bottom of pcba1 including the j7, j6 battery connectors, pcba2 j1 lcd connector, and components on the force sensor flex cable. There is also rust on the force sensor itself. Furthermore, the pcba1 j7 aa battery connector detached from the board while it was being disconnected. Pcba2 was plugged into a known good pcba1, and then both boards were inserted into the case. In this configuration the unit booted up to a frozen medtronic logo screen with the red notification light flashing and the vibrator vibrating. As a result, unable to obtain the software version. In summary, the customer¿s report that the unit doesn't turn on was confirmed during testing. The blank display is due to the severe corrosion on both boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.